Event description:
Patient reported pump alarm, not disposable, after cassette had infused 60 ml of remodulin. After troubleshooting cassette, same pump restarted without alarm. No patient injury was reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.